Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left forearm shunt. A 4.0mm x 15mm wolverine peripheral cutting balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.